Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The optical adapter was damaged. The subject device will not be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had issues connecting to the optical system. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed by the field service engineer. In addition, the following reportable malfunctions were identified during the device evaluation: the optical adapter was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the optical adapter was damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.